Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 316 mg/dl while 10 units of insulin were onboard, and they performed troubleshooting by inspecting the infusion site for a bent cannula, then replacing the infusion site. Symptoms included hyperglycemia. Outcomes included user-led corrective action without the need for medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed no bent cannula and no device alarms, and the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.